Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the timing of the low-pressure alarm is different from before. The event happened during inspection in the me room, there was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4: serial number and primary UDI number, g4: 510k, h4, h3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, the front switch cover was damaged, and numerous scratches were found on the main body. The customer's reported problem was not verified/duplicated by functional testing. However, a failure of the main alarm printed circuit board (pcb) was confirmed. The cause is a failure of the main alarm board. It was recommended the main board be replaced however, as the part was out of stock and not immediately available, the product was returned without repair at the customer's request. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.